Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. A root cause could not be identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A nurse reported a patient experienced a corneal burn during a cataract extraction with intraocular lens (iol) implant procedure. Additional information has been requested.